Manufacturer narrative:
Complaint conclusion: as reported, a 6f-12f mynx control venous vascular closure device (vcd) had a portion of the polyethylene glycol (peg) sealant appear to be removed during device removal after deployment. There was no reported patient injury. It was unknown whether the full two-minute wait time was observed or whether button 2 was fully deployed. No further information was available regarding the mechanics of the event. Additional information was requested but was not available. The device was not returned as it was discarded. A product history record (phr) review could not be conducted as a lot number was not provided. The reported event of ¿sealant-inaccurate placement-partial¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to part of the sealant being removed with the device. However, procedural/handling factors are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. Per the mynx control venous IFU, step 3: remove device, ¿fully retract the syringe plunger to lock position in order to draw vacuum. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger to stabilize and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Fully depress button #2 to retract the deflated balloon into the device catheter. While maintaining fingertip compression on the skin, remove the device with procedural sheath from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ it should be noted, if removal of the device is not performed as instructed (with maintained fingertip compression and realignment with the tissue tract), the placement of the sealant could be affected. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f-12f mynx control venous vascular closure device (vcd) had a portion of the polyethylene glycol (peg) sealant appear to be removed during device removal after deployment. There was no reported patient injury. It was unknown whether the full 2-minute wait time was observed or whether button 2 was fully deployed. No further information was available regarding the mechanics of the event. The device will not be returned for evaluation as it was discarded.